Manufacturer narrative:
MFR's report date: 03/11/2009. The tubing detaching from the burette cylinder was confirmed. The root cause of the customer's experience was identified as a problem in the mfg process. A quality notification was implemented on 12/18/2008 to reinforce proper mfg practices preventing reoccurrence of the reported issue.

Event description:
Nurse was trying to prime the line with tpn and the top of the buretrol fell out of the top section of tubing while the buretrol was filling. No pt or user harm or medical intervention reported. Though requested, no add'l info was available.